Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat posthysterectomy vaginal vault prolapse and urinary incontinence concurrently with an abdominosacral colpopexy, cystoscopy, and a cystourethroscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient had an implantation of advantage tm mid-urethral sling (boston scientific) due to post hysterectomy vaginal vault prolapse and stress urinary incontinence. On (B)(6) 2013 the patient had another implantation of the lynx tm (boston scientific).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, and dyspareunia. It was also reported that the patient underwent a sparc midurethral sling implantation on (B)(6) 2012 due to midline cystocele. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and the advantage¿ system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.